Manufacturer narrative:
Submit date: 08/26/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states they were made aware of a damaged component. Sample was discovered internally and the reported concern was confirmed as there is a hole in the lite glove.

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. A decontaminated sample was received for analysis. As part of the analysis the samples were visually inspected according to the product specification. The sample showed damage in the handle section of the glue. The reported condition by the customer was confirmed. The lite gloves are thermoformed using the green film supplied by a covidien approved supplier. The lite gloves are packaged in singles, doubles or in kits and they can be sold sterile or non-sterile in bulk. During the thermoforming process the film is heated during its natural process, conveyed through the machine to reach the mold and finally after molding will be cut for individual pieces; the molded part is obtained from a thermal shock generated vacuum pressure, positive pressure and cooling. The root cause determined for this issue was that a problem that occurred during the forming process when the forming tool has reached a high temperature. The properties of the material keeps the heat concentrated at the point of contact with the film and not dissipated to the rest of the tooling to balance the temperature which may cause the film to overheat and potentially affect the strength of the material. As a corrective action the plug assists were changed to different materials; the difference in this change is by its properties, heat stabilized around the tooling (not only the contact point with the film) having a lower impact on the film forming process. Engineering test request (etr) was performed to determinate the best temperatures for forming the lite glove with this new forming tool. After the etr was approved, validation was performed to confirm the proposed parameters and ensure the quality of the product. With this new process it was possible to lower oven temperatures about 20°c by zone. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.